Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4)-2011 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer purchased reach access unspecified for dental cleaning (lot number and expiration date unspecified) and while pulling out the floss, the cutter broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.